Event description:
Boston scientific received information that this patient presented to the emergency room after experiencing a syncopal episode. The caller stated she is seeing occasional pacing on the monitor. The patient's wife stated the device is supposed to be pacing continuously. No other adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller who asked to confirm if this device is a demand pacemaker or a continuous pacemaker. The consultant stated informed the caller this device would sense intrinsic conduction and provide pacing within the programmed limits. The consultant inquired if the caller would like a boston scientific representative to perform a device interrogation and the caller stated that would not be necessary. No other adverse events have been reported and efforts to obtain additional product issue details were unsuccessful. This product issue will be re-evaluated if additional details are received.